Event description:
It was reported that during a prostate procedure at 0 minutes "laser beam coming out at about 40 cm from the plug, therefore, risks of burning." The procedure was completed using a second fiber. There was "no injury to patient" reported.

Event description:
Customer reported that the beam is coming out 40 cm from where the fiber connects to device port. Customer further reported that beam they are referring to is the "vaporization laser beam of the gland."

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by MFR updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the glass/metal cap exhibits signs of crystal deposits at output window; the fiber is broken within the white tubing at 2 feet and 11.5 inches from connector, between connector & control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath does not exhibit signs of melting at the break. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.